Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 tip fell apart, did not smoke, and got hot. The reporter clarified this to be the jaws. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the heater had detached from the tip and was curved. The hook had flattened out. There was some evidence of blood and no signs of clinical usage. Based upon the visual observations, the reported complaint for "heater tip detached" was confirmed. Internal file number - (B)(4).